Event description:
Customer reported that the insulin pump returned multiple no delivery alarms during bolus. Customer reported that the most recent no delivery alarm was returned about one month prior to the call. Customer did not recall his blood glucose level from the incident. Most recent blood glucose level at the time of the call was 207 mg/dl. No further information was provided.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.